Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported comparing the aviva system to a professional meter of unknown type with results of 190 mg/dl on aviva system and 85 mg/dl on the professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.